Event description:
A low recovery for tacrolimus occurred with a patient sample. The result was reported to the physician. The physician adjusted the dosage of tacrolimus based on this result. There was no report of any adverse health consequences as a result of the low recovery of tacrolimus.

Manufacturer narrative:
The low recovery of tacrolimus is due to a negative bias with this lot of reagent. The dimension tacr instructions for use states "confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The low recovery of tacrolimus is due to a negative bias with this lot of reagent. The dimension tacr instructions for use states "confirmation of unexpected or atypical results by an alternative methodology is recommended prior to any adjustments in tacrolimus dosage." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A low recovery for tacrolimus occurred with a patient sample. The result was reported to the physician. The physician adjusted the dosage of tacrolimus based on this result. There was no report of any adverse health consequences as a result of the low recovery of tacrolimus.